Manufacturer narrative:
Information was received that there was no patient involvement at the time of the reported event. The service engineer inspected the device and found an alarm after machine startup for back alarm failed and a check the alarm information of the machine and that there was a background to check error code. It was reported that per the customer the unit would not be serviced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019.

Event description:
It was reported that the ventilator had a breathing alarm. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.